Event description:
When the probe was connected to the laser machine an aiming beam was noted from middle of the probe. The laser was not taken from standby and the probe was immediately removed from the sterile field. The probe was never used on the patient.